Event description:
Related to MFR report # 2183959-2012-02288. The plaintiff was implanted with an ams monarc sling on or about (B)(6) 2010, to treat for pelvic organ prolapse and stress urinary incontinence. It was alleged by the plaintiff's attorney that the plaintiff had "severe and permanent bodily injuries and significant mental and physical pain and suffering", and that the plaintiff has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.